Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with a low blood glucose of 20 mg/dl. Customer was transported to the hospital because they were low. Customer discovered that they do not have their transmitter anymore. Customer's current blood glucose was 53 mg/dl. Customer treated with food and stated that the low blood glucose has been happening just this week. Customer was admitted as an inpatient for medical treatment. Customer also just changed their set. Troubleshooting was performed and the customer was advised to monitor the pump. Customer mentioned that they had x-rays and they were told by the x-ray technician that the x-rays would not affect the pump. Customer was advised to avoid exposing the pump to x-rays. Customer's transmitter will be replaced. Customer will monitor their blood glucose and call back if any changes occur.